Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "downstream occlusion" alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during eval. Eval found the downstream sensor reading to be out of specification (low). The decreased levels are likely to cause this failure. The downstream tubing guide was replaced to correct this condition.